Event description:
It was reported the catheter was found to have a break in the spinal segment during the replacement surgery. The decision was made to remove the proximal segment of the catheter, ¿tie off¿ the spinal segment of the catheter, and implant an entire new catheter. No troubleshooting or diagnostic testing was performed. The patient experienced increased spasticity as a result of the event. The location of the symptom or issue was along the catheter track. The patient¿s status was reported as ¿alive-no injury.¿ the pump was used to deliver baclofen. The patient¿s outcome remains unknown. Follow-up was conducted to obtain this information, but no additional information was received. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11418r45, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot # n179297, implanted: (B)(6) 2009, product type accessory; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).